Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was alarming and had critical pump error alarm. Customer's blood glucose value was 93 mg/dl. The customer was assisted with troubleshooting. Customer states there were no response from any button. Customer reports the time clock did not advance. Customer was not calling back after installing a new battery, monitoring the insulin pump for 2 hours and frozen display recurred. Customer reports the screen did not completely blank. Customer remove battery from the insulin pump and insert battery alarm did not appear on insulin pump screen. Customer states insulin pump screen turned off. Customer was unable to clear the insulin pump errors, power loss alarm and program insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen due to signs of previous moisture presence and corrosion on electrical board especially around the battery connectors. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received with a crack on the battery tube which extends to the top where the battery threads are located.